Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. It was reported that the patient had a seizure that lasted about four minutes while the cgm was displaying 80 mg/dl. The patient's mother indicated the patient's bg was 46 mg/dl. She provided the patient glucose tablets and called 911. The patient was transported to the hospital where the patient's parent stated the readings between the cgm and bg were inaccurate (no values provided). The patient was treated with glucose IV and had an electroencephalogram (eeg) because the patient had a seizure. At the time of the report, the patient had been at the hospital for six hours and was still being monitored when the patient contacted dexcom. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.